Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2018. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21442498/7016513, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that following an ipg replacement procedure (MFR report number: 3006630150-2018-01850), the patient developed an infection at the ipg site. Symptoms of redness, puss and pain at the site were noted. The patient was placed on antibiotics and underwent an explant procedure. The physician believed that the infection was procedure related. The patient was doing well postoperatively.